Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
A female patient contacted lifecor customer support to report that one of her battery packs is not functioning properly. The patient reported that when she woke up in the morning, the battery pack in the monitor felt "overheated, warm to the touch" and showed 1/4 charge left. When she inserted this battery pack into the charger - the "battery slash" icon came on. The patient reported her other battery pack is 3/4 charged and working fine. A replacement battery pack was provided to the patient.